Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room (ER) after being shocked several times, putting him into vf. Further therapy was delivered at the ER along with external defib and CPR. The lead exhibited high capture thresholds and low sensing thresholds. The lead was capped and replaced.